Manufacturer narrative:
The device was not available because it remains implanted; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is an identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (iop increase, iris touch, pas) are established risks associated with use of the device, which is clearly specified in the risk management. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented at postop month one (1) with peripheral anterior synechiae (pas) at the implantation site associated with elevated intraocular pressure (iop). The reported pas was suspected to be caused by iris touch, as the stent appeared slightly posterior with the possibility of the flange touching the iris. The patient was reported on postop steroid regimen and is known to be a steroid responder. Additional information has been requested.